Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a guide wire tip broke off. The procedure treated the target lesion located in the mildly tortuous posterior tibial artery. A v-14 controlwire was placed and then an unspecified coyote balloon was advanced for treatment. Next when the physician removed the v-14 controlwire from the coyote balloon the guide wire tip broke off, outside of the patient's body. The procedure was completed with another of the same device. No patient complications were reported and the patient status is ok.

Manufacturer narrative:
Age at time of event: between 35-55. (B)(4). The device has not been received for analysis. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).